Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing dizziness, nausea, hot flashes, palpitations and generally not feeling well. The patient reported a buzzing or vibration coming from the device. The patient had a device check done and the cardiologist made some adjustments. The device remains in use. No further patient complications have been reported as a result of this event.